Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic band ligation of esophageal varices procedure performed on (B)(6) 2025. The device was assembled per the instructions for use. During the procedure, the physician suctioned the varix at the esophagus. He then rotated the handle, and the distinct click sound was heard; however, the bands did not deploy. He attempted deploying the bands twice by rotating he handle, but still the bands did not deploy. The procedure was not completed due to the event and was rescheduled. The device was removed from the gastroscope, and when it was inspected, it was noticed that the suture was broken. The procedure was completed the following day. It was noted that no difficulty was experienced upon setting up the device. There were n patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter city): (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled/rescheduled. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture broken.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic band ligation of esophageal varices procedure performed on (B)(6) 2025. The device was assembled per the instructions for use. During the procedure, the physician suctioned the varix at the esophagus. He then rotated the handle, and the distinct click sound was heard; however, the bands did not deploy. He attempted deploying the bands twice by rotating he handle, but still the bands did not deploy. The procedure was not completed due to the event and was rescheduled. The device was removed from the gastroscope, and when it was inspected, it was noticed that the suture was broken. The procedure was completed the following day. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1 (initial reporter city): (B)(6). Block h6: imdrf impact code f1001 captures the reportable event of procedure cancelled/rescheduled. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture broken. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with all bands on it. One was damaged, and another one overlapped. Additionally, teeth were damaged. The handle does not have evidence that the trip wire was secured, and the trip wire slack was not taken up. The suture was not broken. No other problems with the device were noted. The reported event of suture broken was unable to be confirmed. The reported event of bands unable to deploy was confirmed. Upon analysis, it was noted that the marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged. This could have affected the functionality of the bands at the time of the attempted deployment, also getting them overlapped and damaged. It was found that the instructions for use of the device were not followed since the trip wire was not secured into the handle slot and the slack was not taken up from the handle slot. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. Additionally, the suture and trip wire were checked, and neither of them was broken. Based on all gathered information, the probable cause selected is failure to follow instructions.